Event description:
Litigation papers also allege the patient suffered excruciating pain in her right hip when she felt her hip pop and was unable to walk as a result. She was diagnosed with a periprosthetic fracture with loose femoral stem that required surgical repair. Papers also allege a metallic brown-colored fluid was found in and around her right hip resulting in a need for revision of her right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.